Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Event description:
A device report from (B)(6) indicated a hosp in (B)(6) reported: during a scaphoid surgery surgeon was using a cannulated drill bit and it broke. It was not possible for the surgeon to remove all the pieces. Several fragments of the drill bit remain in the pt's bone.